Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that the patient was scheduled for a pocket revision because it felt like the lead was tugging at the incision when they bent over. During the surgery the lead was cut into. It was decided to replace the damaged lead. After the new lead was placed impedances for all electrodes were between 2000-4000 and colored orange except for electrode 5 which was 10-440. The surgeon cleared the electrodes multiple times and tried flipping the leads to the opposite ports but had the same results. After the surgery most electrodes switched to green except for 0, 1, 2, 3, 4, 5, 9, 14 which still were orange and 5 was ranging from 10-440. The issue was resolved.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 97791 (serial: unknown); product type: 0001-accessory; implant date ; explant date product ID 97791 (serial: unknown); product type: 0001-accessory; implant date ; explant date section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c265 (serial: (B)(6); product type: 0200-lead; implant date; explant date h3: analysis of the electrical stimulation lead (serial number (B)(6) found that the lead body had been cut through and segmented. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.